Event description:
It was reported that an ilet user experienced fluctuating blood glucose with readings in the 300s and lows to the 40s, and the user requested a pump reset; review of the report indicated frequent meal announcements used as corrections during hyperglycemia, followed by hypoglycemia, and the user was counseled to announce meals only when eating and to allow the ilet to adjust insulin to return glucose to range. Symptoms included episodes of low and high blood glucose. Outcomes included the need for troubleshooting, education, and transfer to a clinical management line; oral glucose such as juice or glucose tablets was discussed for treatment of lows. Investigation included user education and case transfer to a partner clinical organization. Investigation of this case revealed that user behavior likely contributed to the glycemic variability through meal announcement practices during hyperglycemia. It was concluded that the device function was consistent with design and that inappropriate use contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.